Event description:
At 6 weeks postop pt not feeling well. Mitral insufficiency observed 5 days prior to explant and pt in biventricular failure. The valve was "rocking in the annulus." At explant, from 1-5 o'clock the sewing cuff had no tissue left (at least 40%). Pledgets and sutures were present but no tissue.